Manufacturer narrative:
The device was use in treatment. The device history records (DHR) for this lead model goes beyond oscor's 15 years record retention procedure and therefore, the DHR was not available for review. The lead was not returned to the manufacturer for evaluation. As a result, the allegations against this lead cannot be confirmed. The lead remains implanted for approximately 16 years, 1 month. Although the cause of this failure could not be determined, potential causes of this failure may be: improper assembly, components not made to specification, damaged coating on tip during implant, improper lead placement, fractured conductor filars, or adhesive present on electrodes. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, and lead may require a second procedure for repositioning or removal. This lead is no longer manufactured and last sale was in year 2013. Based on the investigation a CAPA is not required. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported that low out-of-range ra pace impedance measurements was detected since (B)(6) 2016. It was reported the plan was to continue monthly checks for this patient. The lead remains implanted for approximately 16 years, 1 month.